Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site revealed the patient¿s right access vessel had tortuosity and calcium present. The frame punctured through the sheath shaft.  A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve was visually inspected and tested several times. During manufacturing, the valve frame was 100% inspected by both manufacturing and quality. Additionally, prior to final packaging the valve was 100% visually inspected to ensure there was no damage. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. Due to the unavailability of the device and the provided photos only showed a partially visible valve frame through punctured sheath, it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach when passing the delivery system and valve through the sheath severe resistance was felt at 'half an inch before the expandable portion of the esheath¿ and ¿upon removal the valve was observed to have pierced the esheath hdpe section.¿ additionally, the patient had a presence of calcification and tortuosity in the access vessel. The presence of tortuosity and calcification in the access vessels can create a challenging pathway during delivery system advancement and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time.¿ it is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch and puncture through the sheath. While it is unknown whether the frame was actually damaged during procedure in this case, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) are potential factors that can lead to frame damaged (if any). However, a definitive root cause was unable to be determined at this time. The complaint event was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
B5: event description correction from 23 mm sapien 3 ultra valve to 26 mm sapien 3 ultra valve. D4: model number correction from 9750tfx23a to 9750tfx26a.

Manufacturer narrative:
(B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach when passing the delivery system and valve through the sheath severe resistance was felt at 'half an inch before the expandable portion of the esheath.' All devices were removed as a unit without issue. Upon removal the valve was observed to have pierced the esheath shaft. Per report, 'the valve frame did not appear bent or distorted.' There were no patient injuries. All devices were discarded. A second 23 mm sapien 3 valve was prepped and successfully implanted. The patient was doing well post procedure. Per medical opinion, the event was likely due to calcification.